Manufacturer narrative:
Subsequent review of data available in the data management system confirmed that at approximately 8:00 am on (B)(6) 2026, the sg value was 61 mg/dl. No fingerstick blood glucose (bg) value was entered into the system at the time of the event. The user's alert settings were later confirmed as a low glucose alert of 65 mg/dl and a high glucose alert of 250 mg/dl. Data review confirmed that a low glucose alert was asserted at the time of the event, which was consistent with expected system behavior. The user reported feeling well at the time of follow-up and planned to notify their healthcare provider.

Event description:
On (B)(6) 2026, the user reported experiencing a hypoglycemic event that began at approximately 8:00[?]am. The user stated that the sensor glucose (sg) value at that time was approximately 73 mg/dl. Shortly thereafter, the user parked their vehicle and consumed an apple. The user reported feeling improved upon the arrival of a paramedics and did not require transport to the hospital.